Event description:
Reporter alleged she felt awful but only obtained an error message on her aviva system when she tried testing. Reporter stated she went to the ER, she was diagnosed as having diabetic ketoacidosis, hooked up to fluids and an insulin drip. Reporter stated she was in the hosp for 4 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.